Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual evaluation of the cot confirmed the reported issue. The cot was repaired, function tested and returned to service. It could not be determined what caused the component to come off or if the component became loose over time. The cot remains functional without the subject component and the reported failure is not related to the missing component. Sufficient instructions are contained in the IFU for maintaining control of the cot and verifying the position of the cot prior to pulling it from the ambulance. Instruction is also provided for inspecting the cot for normal wear and tear and any loose hardware. There has been no further information provided regarding the alleged injuries or any required medical intervention.

Event description:
Complainant alleges that while loading a patient into the truck, the disc/pud at the headend came off in which the cot then lowered to the ground. Patient alleges injury to the neck, medic alleges injury to the back and emt alleges injury to the hip. No further details in regards to injuries sustained or additional medical intervention have been provided.

Event description:
Complainant alleges that while loading a patient into the truck, the disc/pud at the headend came off in which the cot then lowered to the ground. Patient alleges injury to the neck, medic alleges injury to the back and emt alleges injury to the hip. No further details in regards to injuries sustained or additional medical intervention have been provided.